Event description:
The customer reported via phone call that the insulin pump experienced a keypad anomaly. The customer stated that he went to input the carbohydrates value into the insulin pump but the numbers kept increasing. He stated that the numbers were going round and round, the buttons were sticking and the numbers kept scrolling up. The customer's blood glucose was 148 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent response due to corroded keypad traces. No unexpected numbers ramping scrolling or sticking button during testing noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and cracked belt clip slot.